Event description:
It was reported the programmer will not power on. A sign on the programmer states "blown fuse". The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the programmer will not power on due to the lem (link electronics module) printed circuit board assembly. Concomitant product: 229047 analyzer. (B)(4).